Event description:
During the vaginal repair, the provider had two 3.0 vicryl CT sutures where the suture disconnected from the needle at the hub as she was pulling a stitch through. This required the provider to pull out a few stitches on a start over. The provider then switched to a different type of suture and had no other issues. No patient harm.